Event description:
It was reported that a patient suffered serious and permanent personal (unspecified) injuries, pain, suffering and mental anguish and a secondary ''piggy back'' procedure following the implantation of an intraocular lens. The report alleged that the intraocular lens was ''negligently manufactured and packaged''. The report indicated that the surgeon implanted the ''wrong lens''. The surgeon allegedly told the patient he would attempt to correct this error by performing a secondary surgery to ''piggy back'' another lens on the existing lens. The second surgery was apparently ineffective. On (B)(6)2014 amo submitted the brand name and serial number ((B)(4)) as follow up #3 to 2648035-2013-00375. Follow up information received on (B)(6) 2015 indicated that this was the initial iol implanted on (B)(6) 2010. It is now believed to be a suspect product.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No discrepancy related to quantity was found. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. All pertinent information available to the manufacturer has been submitted. Placeholder.